Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Event details: the customer had a bd phaseal optima connector c35-o malfunction yesterday at bmt infusion during the patient¿s flush. The connector has visible damage to the rubber stopper and caused leaking. This required the nurse to remove the connector and replace to complete the flush. What was the impact to the patient? Yes, the connector leaked and caused the patient to be sprayed with fluid.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: three photos and one physical sample were provided to our quality team for investigation. Through visual inspection, the membrane is observed to be disconnected from its original location, verifying the reported incident. A device history review was performed for suspected lot 2506503. No deviations or nonconformances were identified during manufacturing that could be associated with this observation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that the membrane is properly positioned and welded. Results were reviewed for the reported lot and no issues were identified. Retained samples of lot 2506503 were used for additional evaluation. All units were visually inspected and found to be free of damage or defects, with all membranes properly assembled. Back pressure testing is performed during manufacturing to verify the pressure the membrane can withstand. This testing was performed on the retained samples, results verified all product met required specification. As no related issues were identified through the device history review or additional testing, a definitive root cause could not be determined at this time. Manufacturing personnel have been notified of this event to increase awareness. Complaints related to this device and reported condition will continue to be monitored and trended, and our quality team will routinely review this data to identify any potential emerging trends.

Event description:
No additional information.